Event description:
Ventilator quit ventilating and lost all power while on patient without an alarm notification except the power off alarm. Rptr was in room at this time with rn. Problem with ventilator noted immediately and patient taken off and ventilated with ambu without any adverse effect.